Event description:
It was reported during a low anterior resection while using an ax55b the staples did not form properly when fired across the rectal stump. The pt was given a temporary colostomy and will have to be reoperated.

Manufacturer narrative:
Product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: condition of anvil, good; condition of anvil shroud, good; condition of cartridge, good; condition of driver, good/extended; condition of earmuff, good; condition of head, good; firing lever position, open/fired position; rotation, good; staples present, no and trigger position, open/fired position. Functional tests & results: articulatio, yes; closure force, normal and instrument cycled, no. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that reported instrument's "staples did not form properly when fired across rectal stump "during surgery may have been due to tirigger bosses shearing off. Instrument was received with cartridge covered with dried body fluids. Firing cam could not be reset and firing trigger would not function and no functional testing could be performed. Instrument was disassembled and firing trigger bosses were observed to have been sheared off. Sheared off trigger bosses is indicative of excessive force and may have occurred if instrument was clamped onto thicker than recomended tissure and then forced to fire. No conclusion could be reached how this damage to trigger bosses may have occurred. Each instrument is evaluated during assembly process to ensure that staples fire and form correctly. Instrument's closure system of firing trigger may become damaged or compromised if instrument is closed onto tissue or onto a hard object, such as bone, which is thicker than recommendation for proper operation. Co strives to understand each incident as it occurs in order to continuously improve co's products.